Event description:
During a 10/99 recall, port-a-cath and p.a.s. Port implantable venous access systems were recalled but the recalling firm did not recommend the removal of the units already implanted. The hosp where the complainant is the chief medical officer has experienced continued failures of the venous access systems. There was leaking, shearing and fragmentation which in some cases resulted in embolism. As a result it was decided at the hosp to prophylactically remove all of the access systems from pts. Leaking, shearing and fragmentation and embolization of the catheter caused, in some cases, atrial and ventricular arrhythmias. As the numbers of failures continued to rise, physicians at the hosp became increasingly concerned about the rising incidence, which was approaching 30%. In early 11/99, a multidisciplinary task force convened to review the safety of the continued use of catheters still indwelling in pts, since most of these were being used for administration of chemotherapy or other vesicant-type medications. At this meeting, it was the medical opinion of the clinicians present that the implanted catheters, which were still indwelling in pts, represented a risk to pt safety because of the risk of embolization in between or during treatments, even when the integrity of the system had been verified. Consequently, prophylactic explantation of the involved catheters was recommended and a project undertaken to accomplish this. Hosp felt it was important to inform MFR of experience and actions in the event that MFR may wish to re-evaluate the adequacy of the initial recall.